Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent inadvertent deployment occurred. The stenosed target lesion was located in the iliac artery. A 10x80x120 epic self-expanding stent was selected for treatment. However, when the stent was removed from cover to flush, it was noted that the stent was in partially deployed condition. The procedure was completed with a non-boston scientific device. There were no patient complications as a result of this event.